Event description:
It was reported that the customer was hospitalized on (6) (4)2014 due to high blood glucose levels, diabetic ketoacidosis, and dehydration. Customer's blood glucose levels at the time of hospitalization 512mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated intravenously. It was also reported that the customer is a brittle diabetic with gastroparesis. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.